Manufacturer narrative:
(B)(4).

Event description:
The customer reports a crack in the proximal lumen near the junction hub after completion of insertion.

Manufacturer narrative:
(B)(4). The customer returned one PICC catheter for evaluation. The catheter was returned connected to a statlock. Visual examination of the returned catheter revealed a small slit in the proximal extension line adjacent to the juncture hub. Microscopic examination revealed the slit was straight and smooth, indicating contact with a sharp object (needle, scissors, scalpel, etc.) Caused the damage. The proximal extension line contained one small slit 42 mm from the luer hub. The inner and outer diameter of the proximal extension line were found to be within specification. This indicates that the extension line wall thickness measured as expected. The catheter was functionally tested by occluding the distal tip and pressurizing both extension lines using a water-filled lab inventory syringe. When the proximal extension line was pressurized, water leaked from the small slit adjacent to the juncture hub. No leaks were detected when the distal extension line was pressurized. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user , "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line leak was confirmed by complaint investigation of the returned catheter. The proximal extension line contained one small slit adjacent to the juncture hub. The slit appeared smooth and straight, indicating the catheter came in contact with a sharp object (scalpel, scissors, needle, etc.). The catheter met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the sample received , it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports a crack in the proximal lumen near the junction hub after completion of insertion.